Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 900 mg/dl at the time of admission. The customer stated they blacked out and fell from their high blood glucose. Customer also reported the cause of their hospitalization was from diabetic ketoacidosis. The customer was treated with an IV drip and manual injections for their high blood glucose. It was also found the customer was off the insulin pump since (B)(6) 2015. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.